Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g119 scaler, the insert tip and the handpiece were heating up; no injury resulted.

Manufacturer narrative:
Water hose completely clogged from debris. No water flow, this would cause handpiece to get hot if no water is coming through. Water regulator and hp cable water line also have restricted water/irregular flow with clean hose.